Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 150 mg/dl, and it rose to 450 mg/dl even after the customer had treated with manual injection. The customer stated that he had changed the infusion set and observed blood on the infusion set cannula. He declined to continue the troubleshoot procedure on the insulin pump. He was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.